Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise in stored atrial tachy response (atr) episodes, with an abnormal increase in pacing impedance measurements that resulted in the lead safety switch (lss) being triggered. Technical services reviewed the available data and provided troubleshooting steps to evaluate the ra lead. No adverse patient effects were reported. The lead remains implanted and in service. Troubleshooting was performed for the ra lead. Noise and oversensing was reproduced with left arm movements in the unipolar sensing configuration, but not in bipolar. Noise was seen in both the channels when the sensing configurations were unipolar and the patient touches their right shoulder with their left arm. No out-of-range pacing impedances were observed during troubleshooting and the pacing threshold values were within normal range. Data was submitted to technical services for review. Technical services discussed the data was not conclusive to confirm a lead integrity issue; no noise was reproducible in bipolar, but there were grater than 4,000 inappropriate atr episodes stored while in the bipolar configuration. As such, the physician may want to consider replacement of the ra lead at the time of the device change out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise in stored atrial tachy response (atr) episodes, with an abnormal increase in pacing impedance measurements that resulted in the lead safety switch (lss) being triggered. Technical services reviewed the available data and provided troubleshooting steps to evaluate the ra lead. No adverse patient effects were reported. The lead remains implanted and in service. Troubleshooting was performed for the ra lead. Noise and oversensing was reproduced with left arm movements in the unipolar sensing configuration, but not in bipolar. Noise was seen in both the channels when the sensing configurations were unipolar and the patient touches their right shoulder with their left arm. No out-of-range pacing impedances were observed during troubleshooting and the pacing threshold values were within normal range. Data was submitted to technical services for review. Technical services discussed the data was not conclusive to confirm a lead integrity issue; no noise was reproducible in bipolar, but there were grater than 4,000 inappropriate atr episodes stored while in the bipolar configuration. As such, the physician may want to consider replacement of the ra lead at the time of the device change out. Additional information was received. The pacemaker was later explanted and replaced. During the procedure, this ra lead was tested and all parameters were within normal range. The lead remains implanted and in service with the new device.